Manufacturer narrative:
Additional information ((B)(6) 2024): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc evaluated the information provided by the customer and the available instrument data logs. Calibration and quality control recovered within the customer's expected ranges. Hsc notes that the vanc assay uses a very small amount of sample and can be impacted by poor sample quality. Hsc concluded that the event was consistent with the presence of micro clots or a short sample volume present in the sample cup. The issue was resolved by processing the sample in a sample tube with the correct adaptor. A potential product issue was not identified. The customer is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2023-00245 was filed on 20-nov-2023. An MDR 2517506-2023-00246 was filed on 20-nov-2023 for the event occurring on (B)(6) 2023 on the same dimension vista® 500 intelligent lab system. Supplemental MDR 2517506-2023-00246 supplement 1 was filed for the same event. An MDR 2517506-2023-00247 was filed on 20-nov-2023 for the event occurring on (B)(6) 2023 on an alternate dimension vista® 500 intelligent lab system. Supplemental MDR 2517506-2023-00247 supplement 1 was filed for the same event.

Event description:
A discordant falsely depressed vancomycin (vanc) patient sample result was obtained on a dimension vista® 500 intelligent lab system. The falsely depressed vancomycin (vanc) patient result was not reported to the physician. The same sample was reprocessed on the original dimension vista® 500 intelligent lab system and an alternate dimension vista® 500 intelligent lab system. The higher reprocessed results obtained were consistent with the initial reported result obtained on the original dimension vista® 500 intelligent lab system. No corrected reports were issued. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed vancomycin (vanc) result.

Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely depressed vancomycin (vanc) patient result obtained on a dimension vista® 500 intelligent lab system. Additional 2 mdrs were filed for the events occurring on (B)(6) 2023 on an alternate dimension vista® 500 intelligent lab system and on (B)(6) 2023 on the same dimension vista® 500 intelligent lab system. Siemens is investigating the event.